Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included nsaid's since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and vaginal discharge ("green vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, vulvovaginal candidiasis, depression, anxiety, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion doctor said everything was blocked and looked good, (B)(6) 2016 most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (c22914) and concomitant medication added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), candidiasis of vagina, depression, mental anguish, dysmenorrhea (cramping), vaginal discharge added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included nsaid's since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal discharge ("green vaginal discharge") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and essure removal) and surgery (hysterectomy vaginal with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal discharge, menstrual disorder, vaginal haemorrhage, vulvovaginal candidiasis, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs removal details : no visual abnormalities with essure; palpable essure device in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Doctor said everything was blocked and looked good, (B)(6) 2016. (B)(6) 2016: final pathologic diagnosis uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no significant abnormalities; 2. Endometrium: proliferative endometrium; 3. Myometrium: no significant abnormalities; 4. Fallopian tubes: no significant abnormalities. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Added new reporters and relevant lab data. Upgraded event "menorrhagia" due to intervention required. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no: c22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: doctor said everything was blocked and looked good, on (B)(6) 2016. (B)(6) 2016. Final pathologic diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no significant abnormalities; 2. Endometrium: proliferative endometrium; 3. Myometrium: no significant abnormalities; 4. Fallopian tubes: no significant abnormalities. Concurrent conditions included obesity and blood pressure dropped. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as ibuprofen from 2015 to 2016, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("green vaginal discharge"), menstrual disorder ("menstruation issues") and abdominal pain lower ("right lower abdomen pain") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and hysterectomy vaginal with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the vaginal discharge, menstrual disorder, vulvovaginal candidiasis, depression, anxiety, dysmenorrhoea, abdominal pain lower and blood pressure decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs. Removal details : no visual abnormalities with essure; palpable essure device in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-dec-2018: pfs received. Outcome of pelvic pain updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and blood pressure dropped. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as nsaid's since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal discharge ("green vaginal discharge"), menstrual disorder ("menstruation issues") and abdominal pain lower ("right lower abdomen pain"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and essure removal). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal discharge, menstrual disorder, vaginal haemorrhage, vulvovaginal candidiasis, depression, anxiety, dysmenorrhoea and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs removal details : no visual abnormalities with essure; palpable essure device in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion doctor said everything was blocked and looked good, (B)(6) 2016. On (B)(6) 2016: final pathologic diagnosis. Uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no significant abnormalities; 2. Endometrium: proliferative endometrium; 3. Myometrium: no significant abnormalities; 4. Fallopian tubes: no significant abnormalities. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-sep-2018: pfs received. Reporter's information was added. Event added: right lower abdomen pain. Concomitant disease and concomitant drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain"), genital haemorrhage ("bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia") in a 27-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: * doctor said everything was blocked and looked good, (B)(6) 2016 (B)(6) 2016: final pathologic diagnosis. Uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no significant abnormalities; 2. Endometrium: proliferative endometrium; 3. Myometrium: no significant abnormalities; 4. Fallopian tubes: no significant abnormalities. Concurrent conditions included obesity and blood pressure dropped. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as ibuprofen from 2015 to 2016, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 11 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("green vaginal discharge"), menstrual disorder ("menstruation issues") and abdominal pain lower ("right lower abdomen pain") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and hysterectomy vaginal with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia and vaginal haemorrhage had resolved and the vaginal discharge, menstrual disorder, vulvovaginal candidiasis, depression, anxiety, dysmenorrhoea, abdominal pain lower and blood pressure decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs removal details : no visual abnormalities with essure; palpable essure device in both tubes. Discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event per pfs: genital bleeding was added, outcome of the event was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 27-year-old female patient who had essure (batch no: c22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: doctor said everything was blocked and looked good, on (B)(6) 2016. On (B)(6) 2016; final pathologic diagnosis: uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no significant abnormalities; 2. Endometrium: proliferative endometrium; 3. Myometrium: no significant abnormalities; 4. Fallopian tubes: no significant abnormalities. Concurrent conditions included obesity and blood pressure dropped. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as ibuprofen from 2015 to 2016, nsaid's since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In november 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 11 days after insertion of essure. On an unknown date, the patient experienced vaginal discharge ("green vaginal discharge"), menstrual disorder ("menstruation issues") and abdominal pain lower ("right lower abdomen pain") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and hysterectomy vaginal with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the menorrhagia and vaginal haemorrhage had resolved and the vaginal discharge, menstrual disorder, vulvovaginal candidiasis, depression, anxiety, dysmenorrhoea, abdominal pain lower and blood pressure decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs. Removal details : no visual abnormalities with essure; palpable essure device in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2018: pfs received. Concomitant drug added. Events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) outcome updated to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included nsaid's since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal discharge ("green vaginal discharge") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and essure removal) and surgery (hysterectomy vaginal with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal discharge, menstrual disorder, vaginal haemorrhage, vulvovaginal candidiasis, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs. Removal details : no visual abnormalities with essure; palpable essure device in both tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Doctor said everything was blocked and looked good, (B)(6) 2016. (B)(6) 2016: final pathologic diagnosis uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no significant abnormalities; 2. Endometrium: proliferative endometrium; 3. Myometrium: no significant abnormalities; 4. Fallopian tubes: no significant abnormalities. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia') in a 27-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and blood pressure dropped. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as ibuprofen since (B)(6) 2015 to 2016, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 11 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), vaginal discharge ("green vaginal discharge"), menstrual disorder ("menstruation issues") and abdominal pain lower ("right lower abdomen pain") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and hysterectomy vaginal with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal discharge and vaginal haemorrhage had resolved and the menstrual disorder, vulvovaginal candidiasis, depression, anxiety, dysmenorrhoea, abdominal pain lower and blood pressure decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs removal details : no visual abnormalities with essure; palpable essure device in both tubes. Discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? No. Doctor said everything was blocked and looked good, (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: not provided; on (B)(6) 2016: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Batch no c22914 production date 2014-02-11 expiration date 2017-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial hysterectomy and device removal). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia') in a 27-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: * doctor said everything was blocked and looked good, 27jan2016 (B)(6) 2016 final pathologic diagnosis uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no significant abnormalities; 2. Endometrium: proliferative endometrium; 3. Myometrium: no significant abnormalities; 4. Fallopian tubes: no significant abnormalities. Concurrent conditions included obesity and blood pressure dropped. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as ibuprofen since (B)(6) 2015 to 2016, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 11 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), vaginal discharge ("green vaginal discharge"), menstrual disorder ("menstruation issues") and abdominal pain lower ("right lower abdomen pain") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and hysterectomy vaginal with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal discharge and vaginal haemorrhage had resolved and the menstrual disorder, vulvovaginal candidiasis, depression, anxiety, dysmenorrhoea, abdominal pain lower and blood pressure decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs removal details : no visual abnormalities with essure; palpable essure device in both tubes. Discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion; on (B)(6) 2015: not provided. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for bleeding and vaginal discharge was updated as recovered.seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and menorrhagia ('abnormal bleeding (menorrhagia)/menorrhagia') in a 27-year-old female patient who had essure (batch no. C22914) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: * doctor said everything was blocked and looked good, (B)(6) 2016. (B)(6) 2016 final pathologic diagnosis uterus and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 1. Cervix: no significant abnormalities; 2. Endometrium: proliferative endometrium; 3. Myometrium: no significant abnormalities; 4. Fallopian tubes: no significant abnormalities. Concurrent conditions included obesity and blood pressure dropped. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 for birth control as well as ibuprofen since (B)(6) 2015 to 2016, nsaids since 2015 and paracetamol (acetaminophen) since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal candidiasis ("candidiasis of vagina"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), 11 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), vaginal discharge ("green vaginal discharge"), menstrual disorder ("menstruation issues") and abdominal pain lower ("right lower abdomen pain") and was found to have blood pressure decreased ("blood pressure dropped"). The patient was treated with surgery (hysterectomy vaginal with bilateral salpingectomy and hysterectomy vaginal with bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal discharge and vaginal haemorrhage had resolved and the menstrual disorder, vulvovaginal candidiasis, depression, anxiety, dysmenorrhoea, abdominal pain lower and blood pressure decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, blood pressure decreased, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: current weight 164lbs removal details : no visual abnormalities with essure; palpable essure device in both tubes. Discrepancy noted: if you have not had your essure removed, are you currently planning for essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion; on (B)(6) 2015: not provided. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain , vaginal haemorrhage, menorrhagia, dysmenorrhoea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome for bleeding and vaginal discharge was updated as recovered.seriousness criteria (medically significant) of event genital hemorrhage was removed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.